Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received an inappropriate shock for suspected supra ventricular tachycardia (svt). It was also reported there was another occurrence this year for the same reason. A request for additional information was made and it was learned a device check was performed at the clinic and re-programming was performed. Of note, the patient is scheduled for an ablation procedure. The implantable cardioverter defibrillator (ICD) remains in use and no further patient complications have been reported as a result of this event.